Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lower pacing rate was due to sleep rate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced palpitations and bradycardia. It was noted that the implantable pulse generator (ipg) was pacing below the programmed lower rate. It was noted that the right atrial (ra) lead exhibited intermittent atrial undersensing during arrhythmia episodes. The ipg and the lead remains in use. No further patient complications have been reported as a result of this event.